Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: tech called in for help on 8300 unit serial # (B)(4). Failure device type: alaris system instrument. Failure problem type: 8300. Failure mode: troubleshooting/ error codes. Case resolution: tech called in for help on 8300 unit with error code 571.6241 which has to do with the display board on unit get a malfunction code will have to replace the etco2 board needs to be replace, confirm part number for board along with price of board without tax, also gave tech price quote for level one repair services. Tech thank me for my assist.